Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set cannula bent event within last two to three weeks. The event occurred three or more hours after insertion. The insertion site was the abdomen. The infusion set was in use for 5-8 hours. The site area was impacted, with bleeding noted. No further information available.